Event description:
A malfunction was reported on the pump, identified by code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was provided with information on how to do so.